Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's sensor showed an inaccurate measurement. In turn, the patient's sensor was recalibrated via echo. Following the recalibration, the patient has been able to take readings but they remain inaccurate. In turn, the patient's pressures will be monitored for stabilization.